Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead insulation was damaged when the physician attempted to flush the inner space of the lead. The lead was not implanted and a new lead was used successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted that visual inspection, leak test and the guidewire insertion were performed, and test results were passed. If information is provided in the future, a supplemental report will be issued.